Event description:
It was reported via repair work order that the bed had loss of all motor functions due to damaged potentiometer. It was also reported that the frame had a broken weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - bed will be sent back for repair.